Manufacturer narrative:
The customer¿s report that the blood tubing set separated from the drip chamber was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed that the pvc tubing on one of the two spikes is completely separated from the blood filter¿s top inlet port. Closer inspection of the separation under a lab microscope observed that the tubing had no solvent applied at engagement during manufacturing process. No other anomalies or damages were observed. Dimensional analysis was performed and the tubing was measured and observed to be within specification(s). Functional testing was not necessary as it is obvious that a leak would occur as a result of the separation. The root cause that the blood tubing set separated from the drip chamber was a manufacturing issue.

Event description:
It was reported that the blood tubing set separated from the drip chamber prior to spiking the bag or in use on a patient. The tubing set was not pulled on or forced in any way to cause the tubing to separate from the drip chamber. The customer further stated that there were no adverse effects caused to the patient or staff member as there were no fluid/medication in the tubing set when it separated as the event occurred prior to patient use, therefore; there was no patient involvement.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. The customer stated that the product expiration date, lot number or manufacturer date is unavailable.

Event description:
It was reported that the blood tubing set separated from the drip chamber prior to spiking the bag or in use on a patient. The tubing set was not pulled on or forced in any way to cause the tubing to separate from the drip chamber. The customer further stated that there were no adverse effects caused to the patient or staff member as there were no fluid/medication in the tubing set when it separated and the event occurred prior to patient use, therefore, there was no patient involvement.